Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not operate correctly. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and full functional stress test using a test battery and pads without duplicating the report. The coulomb counter was reset as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.